Event description:
The dealer alleges that the trex2 wheelchair has cracks in the chair.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.